Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the edge of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, upon second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, upon second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.